Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of alinity I havab igg reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff for the negative population and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Based on the investigation, no deficiency for lot number 48254be00 was identified section b5, describe event or problem, was updated to correct the date of january 9, 2023 to september 1, 2023. Section g1, contact office information was updated.

Event description:
The customer suspects that falsely reactive alinity I havab-igg results were generated for a patient on september 4, 2023 because the patient's previous alinity I havab-igg result on september 1, 2023 was nonreactive. The following data was provided. Sid (B)(6). Male, 44 years old date: september 4, 2023 sample index : icteric 24.1 index 4+, hemolysis and lipemia negative anti-hbs: 8.05 miu/ml non-reactive and previous result on january 9, 2023 0.00 s/co nonreactive havab-igg: 9.96 s/co reactive and previous result on january 9, 2023 0.09 s/co nonreactive havab-igm, anti-hbc, anti-hbc m, hbsag, hbeag and anti-hbe: nonreactive and previous result was nonreactive a new sample was tested from the same patient. Date: september 4, 2023 sample index : icteric 50.1 index 4+, hemolysis and lipemia negative anti-hbs: 8.08 miu/ml nonreactive havab-igg: 10.04 s/co reactive havab-igm, anti-hbc, anti-hbc m, hbsag, hbeag and anti-hbe: nonreactive a different sample from september 1, 2023 from the same patient was tested. Sample index : icteric 32.8 index 4+, hemolysis and lipemia negative anti-hbs: 0.00 miu/ml nonreactive havab-igg: 0.10 s/co reactive no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p26, that has a similar product distributed in the us, list number 08p27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer suspects that falsely reactive alinity I havab-igg results were generated for a patient on (B)(6), 2023 because the patient's previous alinity I havab-igg result on (B)(6), 2023 was nonreactive. The following data was provided. Sid (B)(6). Male, 44 years old. Date: (B)(6), 2023. Sample index : icteric 24.1 index 4+, hemolysis and lipemia negative. Anti-hbs: 8.05 miu/ml non-reactive and previous result on (B)(6), 2023 0.00 s/co nonreactive. Havab-igg: 9.96 s/co reactive and previous result on (B)(6), 2023 0.09 s/co nonreactive. Havab-igm, anti-hbc, anti-hbc m, hbsag, hbeag and anti-hbe: nonreactive and previous result was nonreactive a new sample was tested from the same patient. Date: (B)(6), 2023. Sample index : icteric 50.1 index 4+, hemolysis and lipemia negative. Anti-hbs: 8.08 miu/ml nonreactive. Havab-igg: 10.04 s/co reactive. Havab-igm, anti-hbc, anti-hbc m, hbsag, hbeag and anti-hbe: nonreactive. A different sample from (B)(6), 2023 from the same patient was tested. Sample index : icteric 32.8 index 4+, hemolysis and lipemia negative anti-hbs: 0.00 miu/ml nonreactive. Havab-igg: 0.10 s/co reactive no impact to patient management was reported.